Event description:
Clinical study. It was reported that 6 days after a coronary artery drug eluting stenting treatment procedure, the patient underwent a target vessel re-intervention (tvr). The index procedure treated one de novo target lesion. The lesion was a 3.5 mm vessel diameter, 6 mm long, with severe calcification, mild tortuosity, and 90% stenosis in the proximal left anterior descending (lad) artery. The lesion was not predilated. The physician placed a taxus liberte 3.50 x 8 mm stent at 20 atms. Post implant, target lesion was 0% diameter stenosis with timi 3 flow. The patient was discharged 1 day post-index procedure receiving aspirin and clopidogrel. A tvr was performed on the left main coronary arrtery with a plain pld balloon angioplasty (poba) and placement of a drug eluting stent. This was not a restenosis of the stent implanted in the index procedure. Post-treatment lesion was 0% diameter stenosis with timi 3 flow. In the opinion of the physician, a relationship between the taxus stent implanted in the index procedure and the tvr has not been established. No further information was provided at this time. This product is only ous approved, but it is similar to a marketed us device.